Event description:
Pleurx suction bottle defective. Port that should be down is up, therefore, there is no suction to the bottle. Nurses noted prior to application to pts, no adverse event occurred to pts. Nurse noted defects prior to pt application. Dose or amount: 500cc containers. Diagnosis or reason for use #1: pleural effusion. #2: lung cancer.